Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The check valve was replaced and the ez changer was cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit was delivering high co2. There was no report of patient injury.